Manufacturer narrative:
The explanted devices will not be returned for analysis as they were discarded by the facility. Additional suspect medical device components involved: model #: 101-9810. Lot #: 7105030. Description: superion ids 10mm.

Event description:
It was reported that a two of the patient's spacers were explanted due to a skin infection that developed over the incision site. The patient had a pre-existing skin condition that causes bacteremia. The physician removed the spacers as a precaution. The patient was placed on antibiotics and has recovered from the procedure.